Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the malfunction alarm was cleared, the customer corrected the time and resumed insulin therapy. Customer¿s blood glucose level was in 164-269 mg/dl range.